Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m161624 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing were reviewed for test base lot m161624 and they met release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161624 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to sample interference.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a bipro sponge swab type s. Repeat testing was not performed. Confirmation testing on nasopharyngeal swabs with shimadzu autoamp one-step multiplex rt-pcr hydrolysis probe generated negative results (CT values not provided). The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.